Event description:
Taperfit / trinity revision after approximately 2.5 months due to infection (patient had previously been revised for infection (9614209-2018-00075)).

Manufacturer narrative:
Per -1653 initial report. This initial report is being submitted retrospectively as per FDA request. Additional information, including post primary and pre revision x-rays, operative notes, patient details, patient medical history and the return of the explanted devices was requested in order to progress with this investigation, however, this information was not available and thus there was only very limited information available for the investigation. It was confirmed that the explanted devices were discarded following the revision. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information provided, no further investigation can be conducted and thus corin now consider this case closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.